Event description:
A physician reported a pt who was originally skin tested on 28 october 1998 in the right forearm and then re-skin tested on 10 november 1998 in the left forearm both with negative results. In 1999, the pt was treated in the nasolabial folds. On 2 march 2000, the pt was examined by the physician and it was noted pt had redness, swelling and induration at the treatment sites. The pt reported the onset date as 29 feburary 2000. The physician rescribed topical temovate. On 13 april 2000, the pt was examined by the physician and it was noted pt had a "cyst" at right nasolabial folds treatment site. The physician performed an incision and drainage. On 8 may 2000, the pt was examined by the physician and prescribed oral keflex. The physician believed the symptoms were abscesses related to the collagen. No further medical or surgical intervention was planned.